Manufacturer narrative:
(B)(6). The cartridge has not been returned to animas for evaluation. If the device is returned, investigation will be completed and a supplemental report will be filed. Not conclusion can be made at this time.

Event description:
A distributor reported that insulin leaked into the cartridge compartment and the display screen.